Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room due to a drop in blood pressure. Emergency medical services reported seeing ¿something strange¿ and the clinician reported that the patient¿s heart rate was in the 50¿s despite a programmed lower rate on the device of 70 beats per minute. A remote transmission was sent that indicated high capture thresholds on the right ventricular (rv) lead. It was noted that the rv lead thresholds appeared to be a chronic trend. The device and rv lead remain in use. No patient complications were reported as a result of this event.